Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl); cause was not known. Insulin injections were administered to address bg. Customer reported not removing air from the cartridge during the loading process. Tandem technical support assisted the customer with loading and removing air from a new cartridge. Insulin delivery was resumed.

Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery.